Event description:
It was reported that while the cot was being unloaded, the safety bar did not engage the safety hook which caused the patient to drop while on the cot there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that while the cot was being unloaded, the safety bar did not engage the safety hook which caused the patient to drop while on the cot there was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation, the level 1 root cause for the cot drop event was a bent high height helper interfering with the safety bar. A likely level 2 root cause for the bent high height helper could be attributed to impacts from use over the last 5 years, as the components showed signs of wear and impacts.